Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a delay in detection of ventricular tachycardia (vt). The episode occurred in vt-1 zone, and device applied one burst of anti-tachycardia pacing (atp). However, the arrhythmia did not terminate. Review of the stored electrogram (egm) notes pacing through the vt. The physician suspects rate smoothing as the cause of the detection delay.